Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that she wears the device against her skin. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error after it was boot up and the act button had intermittent button response due to moisture damage on the keypad traces. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.